Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report an inaccurate cgm reading on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading 400 mg/dl and blood glucose meter was reading at 156 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries